Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Consumer reported 1 false negative sars result. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by an alternate testing method (method unknown).